Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Microscopic and tactile inspection revealed a kink in the hypotube 99cm from the strain relief and a kink in the distal shaft 4mm distal of the collar. The inner diameter (ID) was within specification. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a partial separation at the collar/proximal location. Microscopic and tactile examination found no irregularities or defects. Functional testing could not be completed due to the condition of the device. Inspection of the remainder of the device, apart from the observed damage, noted no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22jun2016. It was reported that a stent became stuck in the device. The target lesion was located in the coronary artery. A guidezilla was selected for use. During the procedure, it was noted that the synergy balloon catheter became stuck with this device. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed a partial separation at the collar/proximal location.